Event description:
A non health professional reported that the there was debris on the lens. Additional information will be requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A photo was provide of the lens in the eye. The lens is an unknown single-piece lens. A linear mark or material was observed originating at one optic/haptic junction. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The product and reported material were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).